Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct and error in the previously summited 'if follow-up, what type?' And 'h10. Additional MFR narrative'. Additional information was received confirming that both the aware date and the explant date of this complaint is bsc aware date: 03/24/2022, additional information for: report details: bsc aware date: 03/24/2022 b5. Describe event or problem h6. Impact codes and device codes

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. No additional adverse patient effects were reported.